Event description:
Related manufacturer report numbers 3006705815-2022-00167, 3006705815-2022-00169. It was reported that the patient's system was explanted for an unknown reason. Further information is unavailable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The report that the system was explanted due to ¿scs disfunction¿ was not confirmed. Analysis of the returned lead found it had been cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Both segments passed end to end continuity and inter-channel continuity testing. There were no anomalies identified that would have existed prior to explant that would have contributed to the alleged allegation.